Event description:
It was reported that during an arthroscopy surgery the suction of the device was defect. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. This line was created for the unknown tubing that was used with the pump.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.